Event description:
As reported by the user facility: customer stated that dialysate flow was obstructed preventing proper flow of dialysate fluid to filter. Incident occurred shortly after changing the bag. A one month old was being treated at the time of incident on a gambro prismaflex machine. Machine alarmed with related error codes. Pt experienced loss of blood pressure. Dialysate bag was replaced. Add'l info provided by the user facility indicated the infant suffered no add'l adverse sequela associated with this incident.

Manufacturer narrative:
The actual device involved in the incident was returned to the manufacturer to be evaluated. The crack seals on the bag were noted to be properly cracked and fluid was able to flow out of the bag. No specific conclusions can be drawn. The sample and all available info has been sent to the actual manufacturer, b.braun medizintechnologie gmbh for evaluation.